Event description:
During a procedure to implant an 18mm pfo-hde device, problems were encountered with the delivery system and the device while attempting to deliver the device via the right internal jugular. The device embolized to the leg and minor surgery was required to remove the device. The pt's condition was reported to be satisfactory.